Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patient under local for right tcar procedure. Right internal carotid artery restenosis from previous cea, symptomatic. Patient still awake and responding, wiggles left toes but could not squeeze the dog toy in left hand. Could not advance wire after multiple attempts; expected dissection. Physician decided to abort tcar and convert to cea. Physician left the tcar incision open, packed with gauze and covered with a tegaderm and rush to the or. Physician performed a subclavian carotid bypass. Physician states that patient had a stroke on the table during the cea.